Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the day after the catheter was indwelled in the patient's right internal jugular vein, the physician found blood on the pillow as the patient was rolled on the bed. When the physician checked the catheter, the wire in the extension line with a red clamp was sticking out of the extension line tube around the junction hub. As a result, the catheter was removed and a new one was used. The catheter was used for blood infusion, not used for dialysis. After the catheter was removed, a nurse bent the extension line with the blue clamp to see if the wire stuck out of the extension line tube easily. It did come off the junction hub and stick out of the tube easily. There was no reported delay, death, or complications to the patient.